Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out of range pacing impedance measurements, measuring greater than 2000 ohms. Additionally, noise was observed on the rv channel. Technical services (ts) discussed troubleshooting options. It was noted that this lead was tested in-clinic and reprogrammed to the bipolar configuration with a sensitivity adjustment. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this lead was capped and replaced due to high impedance measurements in both the unipolar and bipolar configuration. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This lead was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This report is being submitted as additional information was received that this lead was capped and replaced. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out of range pacing impedance measurements, measuring greater than 2000 ohms. Additionally, noise was observed on the rv channel. Technical services (ts) discussed troubleshooting options. It was noted that this lead was tested in-clinic and reprogrammed to the bipolar configuration with a sensitivity adjustment. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this lead was capped and replaced due to high impedance measurements in both the unipolar and bipolar configuration. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead was capped and replaced. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out of range pacing impedance measurements, measuring greater than 2000 ohms. Additionally, noise was observed on the rv channel. Technical services (ts) discussed troubleshooting options. It was noted that this lead was tested in-clinic and reprogrammed to the bipolar configuration with a sensitivity adjustment. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.